Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lead revision in (B)(6) 2007 due to migration. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.